Event description:
The facility rep reported an infusion pump with failure code 808:02 during pt use. The hosp rep stated that there were no reports of pt injury or medical intervention. No additional info is available.

Manufacturer narrative:
The facility returned the device for svc. During svc, the baxter repair tech noted that failure code 808:02 was caused by a defective pump head module. The tech replaced the pump head module. The device was then tested, and returned to the customer within specs.